Event description:
Manufacturer report number 1627487-2019-04684.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Manufacturer report number 1627487-2019-04684. It was reported that patient had a system revision procedure completed on (B)(6) 2019. Physician added two new leads in position l5. Impedance values were all within normal range and effective therapy was restored post procedure. There were no malfunction allegations on the system and other leads. Patient was stable.